Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 14-jan-2021 to find out customer's condition and to confirm if the initial concern was resolved - able to establish contact with customer who stated that the replacement meter is reading accurately and thanks us for sending the replacement. The customer also stated she went to the hospital the day after the initial call. Customer told her parents to take her to the hospital due to the meter reading error. Customer states the result was over 400mg/dl and even up to 500mg/dl at the hospital. Customer states she was admitted on (B)(6) 2021. Caller didn¿t remember much of what happened the day of the event and did not provide further details on the incident. Note 2: manufacturer contacted customer in a follow-up call on 25-jan-2021 to confirm if the initial concern was resolved - able to establish contact with customer who stated is comfortable with the glucose readings she is getting with the replacement products.

Event description:
Consumer reported complaint for error messages (e-0 and e-2). The expected fasting blood glucose test result range is undisclosed. At the time of the call the customer did not report symptoms. Medical attention was not reported as a result of the actual blood glucose results on the initial call. The product is stored according to specification in the living room. During the call a blood test was performed by the customer and produced test results of e-0 using true metrix meter. The test strip lot manufacturer¿s expiration date is 05/12/2022 and open vial date is 12/29/2020. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Sections with additional information as of 10-mar-2021: d8: added response of no. H6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed most likely underline root cause - mlc-078 user hematocrit low.